Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported that "when the implant was placed" on the right side, "there was rupture and since physician did not have the same volume prosthesis," a different volume was placed. The device did touch the patient. Surgery was completed with a back-up device of a different size.